Event description:
It was reported that pericardial effusion was experienced due to a perforation. During an ablation procedure for atrial fibrillation, access to the left atrium (la) was gained via 2 x transeptal punctures via a non-boston scientific (bsc) sheath. A non-bsc ablation catheter and an intellamap orion catheter were inserted into the la. A la geometry was created with the orion catheter and the physician then proceeded to circumferential ablation of the left veins. No resistance was felt, just difficulty manipulating the catheter to engage into the left veins. Having isolated the left superior vein, the operator moved to the left inferior vein. At this point, it was noticed that the patient's blood pressure was low. An echocardiogram confirmed the diagnosis of pericardial effusion and a pericardiocentesis procedure was immediately performed to drain off the blood. The patient was sent to surgery immediately from the lab and underwent open heart surgery to close the perforation. Feedback from the surgery identified a perforation in the mitral isthmus area. The orion most likely was the cause, as this was the only catheter that had covered the area of tissue where the perforation was located. This came about due to trying to cannulate the left superior pulmonary vein. The patient's condition was not reported.